Event description:
The customer identified (B)(6) architect hbsag results for two patients. The following information was provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Multiple patients involved; see describe event or problem for identifier information and associated test results. No further patient information was provided by the customer. The customer reported (B)(6) result on the architect (B)(4). The customer was instructed to run a cross contamination run due to the sample remaining above range even at 500-fold dilution. The customer was instructed to clean the arc, probe (list number 08c94-47), which resolved the issue. A review of service history for the architect (B)(4) revealed no subsequent (B)(6) results have been reported, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the arc, probe (list number 08c94-47) did not identify any trends. Review of tracking and trending for the alinity I/architect ia did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the arc, probe (list number 08c94-47) or the architect (B)(4) was identified.